Event description:
It was reported that due the device not working correctly, the patient visited his physician two weeks before this surgery. The physician performed a test and this resulted in a cracked/hole pump connecting tube. The physician does not believe a device malfunction contributed to the crack. The physician then replaced the patient's inflatable penile prosthesis (ipp) pump. After this operation, the patient was stabilized. Product analysis confirmed pump malfunction.

Manufacturer narrative:
Allegations related to a hole/crack in pump connecting tube and mechanical issue were reported. The ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was identified to be cut down to the pump tip-strain relief junction; no leaks were found. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegation related to hole/crack in the pump connecting tube due to tubing was not returned for analysis. However, product analysis concluded the identified pump failed functional test was the most probable cause of the reported event. Product analysis confirmed pump malfunction. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Risk review: the ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation.

Event description:
It was reported that due the device not working correctly, the patient visited his physician two weeks before this surgery. The physician performed a test and this resulted in a cracked/hole pump connecting tube. The physician does not believe a device malfunction contributed to the crack. The physician then replaced the patient's inflatable penile prosthesis (ipp) pump. After this operation, the patient was stabilized.